Event description:
In 2008, it was reported to boston scientific corporation that a corflo cubby low profile gastrostomy balloon device was placed in 2008, (adult patient; gender, age and weight are unknown). According to the complaint, "the locking adapter got damaged when it was attempted to connect the right angle feeding tube to the device. The tube's locking tab was not damaged". Reportedly, the procedure was completed with another corflo cubby low profile balloon. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of an is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.